Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a procedure for prolapsed and hemorrhoids, the device fired but did not staple. The procedure was completed with a like device. There was no adverse consequence to the patient.